Event description:
It was reported that a 71-year-old caucasian female patient underwent revision breast augmentation with a 300 cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3502300; serial number (B)(4) on the left side, and with catalog number 3502300; serial number (B)(4) on the right side on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 28, 2022, mentor became aware that the right device was found to be intact upon bilateral removal and replacement surgery on (B)(6) 2022. Field h6 for medical device problem code has been updated to "adverse event without identified device or use problem" on this form. On october 31, 2022, the mentor failure analysis lab received the device for evaluation. On november 3, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 300cc breast implant had a crease/fold extended from the anterior to the posterior view. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).